Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that both leads migrated and the cause of the migration was not determined. Interventions taken to resolve the lead migration included reprogramming on (B)(6) 2018 and (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased mid/low back pain. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included interrogating the device, which yielded normal results, and imaging, which found a lead migration. Interventions taken included reprogramming the device. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4)I, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that additional interventions taken included reprogramming the neurostimulator on (B)(6) 2019. It was noted that the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.